Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the device was received without the broken/detached tip of the needle. During a visual examination, the affected area was noted bent backwards. A review of product history for the past 2 years shows no other similar reported problems. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this suture punch in a shoulder arthroscopy, the tip of the needle broke off in the patient's joint and had to be retrieved. There was no report of injury or surgical delay related to this event.